Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A follow-up report will be submitted when the catheter is returned and the investigation has been completed. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient.

Event description:
During ivtm therapy, the thermogard console generated an "air trap" alarm and displayed "check saline level" message. The user observed that the saline bag was empty. The reported issue was observed approximately 12 hours into the ivtm therapy. The user replaced the saline bag and restarted the console to continue the therapy. Following this, the user observed blood in the start-up kit tubing, indication of a potential catheter leak. Per the reporter, suspected 1000 ml of saline infusion. Ivtm therapy was discontinued and adjunct therapy was used. No consequences or impact to patient.

Manufacturer narrative:
D4 (additional device information, lot number) was updated. D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. The reported complaint of leak on the icy catheter was confirmed during functional testing. A bonding leak was observed at the proximal end of medial balloon. The probable root cause was a latent defect at the bond. Upon visual inspection, no physical damage was observed. Dried blood residue was observed on the catheter balloons and inside the luered tubings. During functional testing, all lumens and infusion ports, and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a bond leak was observed at the proximal end of the medial balloon. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for icy catheter with lot # 154645.